Event description:
While pulling contrast into the syringe, air was noted to be entering the closed system from the connection to the syringe and tubing. Several syringes were used with the same problem noted. We then changed to a different system to complete the procedure. This issue also occurred 2 weeks prior.